Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that while driving the central screw, the tip of the t25 driver broke in the screw. The tip was retrieved, device reassembled at back table, and patient was irrigated to ensure that all pieces were removed from the patient. A second driver which was already available in the o.r. Was used to complete the surgery successfully with no delay. Rep confirmed that no further information is available.

Manufacturer narrative:
The reported event could be confirmed. The returned product matches the failure mode reported: the tip of the device is indeed broken. The torsional line that can be seen on the surface of the device reveal a breakage due of over-torque. The application of excessive force is therefore the root cause of the reported event. This case can be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, right reverse shoulder. It was reported that while driving the central screw, the tip of the t25 driver broke in the screw. The tip was retrieved, device reassembled at back table, and patient was irrigated to ensure that all pieces were removed from the patient. A second driver which was already available in the operation room was used to complete the surgery successfully with no delay. Rep confirmed that no further information is available.